Event description:
Medtronic received a report regarding a marathon microcatheter leak with onyx 18. The patient was undergoing arteriovenous malformation embolization. It was noted the patient's vessel tortuosity was minimal. It was reported that the marathon was flushed when opened and there were no leaks in the microcatheter. The physician got the marathon to where he wanted to inject onyx and treat the avm. He flushed the marathon with .3 of dmso (marathon dead space is .23) and when he began to inject onyx he noticed there was a little resistance but he wasn't pressing absurdly hard. He noticed he injected .3 of onyx and wasn't seeing anything. He began to inject a little more and then looked around under fluoroscopy to make sure no onyx was going to an unwanted vessel. That's when he noticed some onyx traveling to the sca. He removed the marathon and noticed that there was a leak at the distal transition zone of the microcatheter. It was reported there was a catheter leak in the distal section of the catheter. The catheter was inspected or tested prior to use. The leak was observed during use. The physician attempted to remove the onyx that travelled distally but was unable to with stent retrievers and aspiration. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It is unknown if the patient had any symptoms or complications associated with this event. Ancillary devices include a merit vert guide catheter, transcend 010 guidewire, and onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient was discharged from the hospital and going to rehab. There are no post procedural/ intraprocedural images available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.